Event description:
It was reported that the arctic sun device water temperature was high and unable to cool. They have done a quick test on the unit and the water heats up okay to 40°c, but when set for 4°c it remains at mid-30°c after over 20 minutes. Per follow up information received via email on (B)(6) 2024, the device will be getting returned to bd for repair. Unable to answer until the unit is repaired. The patient had been on the artic sun for a number of hours with a temperature of >39 degrees c. The artic sun stated that it could not achieve required temperature despite having good flow and water levels being optimal. Water temperature was reading >25 degrees. They swapped for another device but used the same pads and it quickly managed to get the water temperature down to 12 degrees. There was a slight delay in achieving target temperature but it was not being used for neuroprotection so the delay would not have caused significant harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature was high and unable to cool. They have done a quick test on the unit and the water heats up okay to 40°c, but when set for 4°c it remains at mid-30°c after over 20 minutes. Per follow up information received via email on 07feb2024, the device will be getting returned to bd for repair. Unable to answer until the unit is repaired. The patient had been on the artic sun for a number of hours with a temperature of >39 degrees c. The artic sun stated that it could not achieve required temperature despite having good flow and water levels being optimal. Water temperature was reading >25 degrees. They swapped for another device but used the same pads and it quickly managed to get the water temperature down to 12 degrees. There was a slight delay in achieving target temperature but it was not being used for neuroprotection so the delay would not have caused significant harm.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. Unit is not cooling. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.